Event description:
Complaint is reported as: "cap will not securely fit in temp port on inspiratory cuff elbow." Add'l info from customer is that the proximal temp port plug will not stay in the port.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues or discrepancies found that could relate to the reported complaint. The product was assembled and inspected according to specs. The sample was not returned to the MFR for eval, therefore, the complaint could not be confirmed.